Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of drug hypersensitivity. On an unknown date, the patient had essure inserted. On unknown dates she experienced allergy to metals (seriousness criterion intervention required), spinal osteoarthritis ("cervical osteoarthritis"), intervertebral disc protrusion ("c5-c6 and c6-c7 post-traumatic cervical disc herniation"), pain in extremity ("severe post-traumatic bilateral brachialgia"), amblyopia ("post-traumatic blindness in the left eye, amblyopia in the left eye"), thyroid mass ("thyroid nodules"), urticaria chronic ("chronic urticaria"), dermatitis contact ("contact dermatitis"), hypertension ("hypertension"), dyslipidaemia ("dyslipidaemia"), hiatus hernia ("hiatus hernia"), migraine ("chronic migraine"), hypoacusis ("moderate bilateral hypoacusis"), vertebral foraminal stenosis ("bilateral foraminal stenosis"), sciatica ("chronic lumbosciatica"), arthralgia ("pain and limitation in shoulders, pain in hip"), insomnia ("insomnia") and vertigo ("chronic vertiginous syndrome.") And underwent tympanoplasty ("left tympanoplasty"). The patient was treated with surgery (bilateral salpingo-oophorectomy and removal of essure devices). Essure was removed. At the time of the report, the outcomes for allergy to metals, spinal osteoarthritis, intervertebral disc protrusion, pain in extremity, amblyopia, thyroid mass, urticaria chronic, dermatitis contact, migraine, tympanoplasty, hypoacusis, vertebral foraminal stenosis, sciatica, arthralgia, insomnia and vertigo were unknown. The reporter considered allergy to metals, amblyopia, arthralgia, dermatitis contact, dyslipidaemia, hiatus hernia, hypertension, hypoacusis, insomnia, intervertebral disc protrusion, migraine, pain in extremity, sciatica, spinal osteoarthritis, thyroid mass, tympanoplasty, urticaria chronic, vertebral foraminal stenosis and vertigo to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of drug hypersensitivity. On an unknown date, the patient had essure inserted. On unknown dates she experienced allergy to metals (seriousness criterion intervention required), spinal osteoarthritis ("cervical osteoarthritis"), intervertebral disc protrusion ("c5-c6 and c6-c7 post-traumatic cervical disc herniation"), pain in extremity ("severe post-traumatic bilateral brachialgia"), amblyopia ("post-traumatic blindness in the left eye, amblyopia in the left eye"), thyroid mass ("thyroid nodules"), urticaria chronic ("chronic urticaria"), dermatitis contact ("contact dermatitis"), hypertension ("hypertension"), dyslipidaemia ("dyslipidaemia"), hiatus hernia ("hiatus hernia"), migraine ("chronic migraine"), hypoacusis ("moderate bilateral hypoacusis"), vertebral foraminal stenosis ("bilateral foraminal stenosis"), sciatica ("chronic lumbosciatica"), arthralgia ("pain and limitation in shoulders, pain in hip"), insomnia ("insomnia") and vertigo ("chronic vertiginous syndrome.") And underwent tympanoplasty ("left tympanoplasty"). The patient was treated with surgery (bilateral salpingo-oophorectomy and removal of essure devices). Essure was removed. At the time of the report, the outcomes for allergy to metals, spinal osteoarthritis, intervertebral disc protrusion, pain in extremity, amblyopia, thyroid mass, urticaria chronic, dermatitis contact, migraine, tympanoplasty, hypoacusis, vertebral foraminal stenosis, sciatica, arthralgia, insomnia and vertigo were unknown. The reporter considered allergy to metals, amblyopia, arthralgia, dermatitis contact, dyslipidaemia, hiatus hernia, hypertension, hypoacusis, insomnia, intervertebral disc protrusion, migraine, pain in extremity, sciatica, spinal osteoarthritis, thyroid mass, tympanoplasty, urticaria chronic, vertebral foraminal stenosis and vertigo to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.